Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the edge of the iol appeared stretched. The event occurred in the middle of the surgery. A lens defect was identified during the loading process.